Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 6.8-8.2cm and 8.1- 8.8cm from the distal tip electrode, consistent with friction to another device. The etfe coating was intact at these locations.